Manufacturer narrative:
The subject device was returned with the guide wire detached. A visual evaluation was performed and the root cause of the detached guide wire was determined to be misassembly. The information provided by bard represents all of the known information at this time.

Event description:
As reported by the user facility: the optifix device misfired and the wire came out during a laparoscopic ventral hemi with an unknown mesh. Another unknown device was used to complete the fixation. No patient injury was reported as a result of this event.